Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion and stopped ventilating. The customer stated the unit was on a patient when the issue occurred. The customer removed the ventilator from the patient and provided alternative ventilation. There was no harm or injury reported.

Manufacturer narrative:
Results of investigation: the carefusion field service evaluated and replaced the gas delivery engine (gde). The unit is working as per manufacturer specifications. No further investigation is expected.